Manufacturer narrative:
Additional product code: kwq. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2018, patient underwent a spinal fusion. During the final tightening, the tip of the screwdriver shaft stripped. Another screwdriver was used to complete the procedure. It is unknown if there was a surgical delay. Patient outcome was unknown. Concomitant device reported: screw (par/lot unknown, quantity 1). This report is for a screwdriver shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 03.617.902, lot: l618042. Manufacturing location: haegendorf, release to warehouse date: jan 04, 2018. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. Visual inspection confirmed the reported complaint condition as the returned device was observed with twisted distal drive tip in the direction of screw insertion. No new malfunctions were identified. The received condition does agree with complaint description and is confirmed. Relevant drawings were reviewed. While no definitive root cause could be determined, it is possible that rough handling and/or any unintended excessive force during screw insertion could have likely contributed to the complaint condition. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.